Event description:
The report received indicated that the intended procedure was stenting of a lesion in the left anterior descending (lad). During the procedure, the physician conducted an inflation to nominal pressure, around 8 to 10 atmospheres, and dilated the lesion. However, when deflating the balloon, the balloon did not deflate. Attempts were made to deflate the balloon, but the balloon failed to deflate. Therefore, the balloon was pulled through the catheter and the system was removed as a single unit. The procedure continued with successful stenting of the lesion. There were no adverse events or injury to the pt. Further info indicated the contrast to saline ratio used was 50cc renal 60 diluted with 10 or 20cc of saline.

Manufacturer narrative:
The product is available for evaluation, however, as of to date it has not been returned. Based on reports of delation difficulties encountered with the fire star ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots. Add'l info will be submitted within 30 days upon receipt.